Event description:
User received discrepant results for four patient samples over the last year. Only one example could be provided which occurred in 2008. Initial calcium result was 14.9 mg/dl, repeat result was 14.9 mg/dl and in the next day repeat result 9.1 mg/dl. Initial creatinine result was 1.9 mg/dl, repeat result was 0.0 mg/dl and 0.9 mg/dl (date performed is unk). Initial bicarbonate result was 46 mmol/l, repeat result was 20 mmol/l (date performed is unk). Initial results had been reported and patient was transported to the hospital via ambulance and remained there for 2 days. Per the user, no consequential treatments were given. User does not have details of what actions were taken at the hospital. User performed calibration which improved the performance of the assays.